Manufacturer narrative:
Findings: received unit with a constant blank display after battery change due to a corroded battery tube. Unable to test for a20 alarm, history anomaly, frozen screen self test and displacement test due to blank display. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case a display window corners and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.